Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display and off no power alarm. Customer's blood glucose level was unknown. Customer advised the insulin pump randomly turned off and on. Customer advised the insulin pump was old and worn out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No blank display, turning off pump screen or display anomaly was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all the operating current tests. No unexpected low battery, off no power or low battery indicator anomaly noted during testing. The pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.